Manufacturer narrative:
Product investigation was completed. Returned product consisted of a watchman delivery system without the implant. There was no indication that the device was damaged prior to being used in the procedure. The 21mm implant was placed, without issue, into the ostium, and was still attached to the core wire while under fluoroscopy. The implant detached after being positioned and deployed. Analysis of the watchman system, specifically the core wire, found no irregularities that would have contributed to the implant premature release. Premature release of the implant was attributed to handling the device deployment knob while trying to manipulate during the procedure.

Event description:
It was reported that the device became detached during deployment. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During device preparation, the device was noted to be attached to the core wire. After positioning of the was established, the wds was introduced under fluoroscopy and the device was still noted to be attached. Upon deployment in the ostium, the device detached from the core wire. The device landed in optimal position and remained seated in the laa. No further complications occurred. No adverse patient events. Patient has been discharged.

Event description:
It was reported that the device became detached during deployment. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. During device preparation, the device was noted to be attached to the core wire. After positioning of the was was established, the wds was introduced under fluoroscopy and the device was still noted to be attached. Upon deployment in the ostium, the device detached from the core wire. The device landed in optimal position and remained seated in the laa. No further complications occurred. No adverse patient events. Patient has been discharged.